Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with a total vaginal hysterectomy and bilateral salpingo-oopherectomy due to adenocarcinoma in situ of the cervix, cervical intraepithelial neoplasia 3 of cervix, and sui.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced urinary problems, painful intercourse, vaginal bleeding, mesh erosion, marital stress depression and anxiety. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent urethrolysis, mesh excision and cystourethroscopy on (B)(6) 2012 due to dyspareunia and exposed vaginal mesh. (B)(4).